Event description:
According to the available information, the physician used the new 24 pre-connect scrotal design. The patient measured 9 cm proximately and the physician was concerned about the tubing length. The tubing was cut and crimped.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.